Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 130 mg/dl. The customer stated that they walked into the ocean water with the insulin pump still attached to them, and they swam for ten minutes. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).